Event description:
It was reported in a journal article that one patient within the posterior approach group underwent reoperation due to unknown reasons. No further discussion or information regarding intervention or outcome was provided. Attempts have been made and additional information on the reported event is unavailable at this time. Https://doi.org/10.1016/j.jcot.2022.101924

Manufacturer narrative:
(B)(4). Report source: foreign: india report source: journal article: the direct anterior approach without traction table: how does it compare with the posterior approach? E a prospective non-randomised trial. Tarun goyal, arghya kundu choudhury, souvik paul, lakshmana das, tushar gupta. Journal of clinical orthopaedics and trauma: https://doi.org/10.1016/j.jcot.2022.101924. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02390, 0001822565-2022-02392, 0001822565-2022-02388.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.